Event description:
It was reported that a 37 mm gore® cardioform asd occluder was selected to treat an atrial septal defect (asd) measuring 14×16 mm with deficient rims (svc and ra), the device was prepared without issue and introduced using an 11 fr terumo introducer and a 0.014¿ wire due to the patient¿s young age. The device was deployed twice; the second deployment appeared well positioned, but stability testing revealed prolapse. When attempting to reload the device, resistance was noted by the sales representative, though the physician was able to load it. During a third deployment attempt, the device appeared bent. The device was successfully reloaded and withdrawn with the delivery system. The physician then selected an occlutech asd21 device, which was implanted successfully, and the patient tolerated the procedure without complications. The examination of the returned device revealed a broken locking mandrel.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The evaluation of the imagery and the device returned showed the following: ¿ the device was returned with the occluder in the deployed state, with both eyelets retained on the locking mandrel. However, the locking mandrel was broken approximately 27mm from its distal tip. ¿ the occluder was in an unlocked state, with the lock loop loaded in the distal tip of the locking mandrel. ¿ the occluder size and shape were unremarkable. ¿ imagery from the implant attempt confirms that the locking mandrel was in a broken state during the procedure. ¿ handle components were unremarkable. The complaint of a device that was difficult to reload and that appeared ¿bent¿ can be confirmed. However, after reviewing the returned imagery and device, it is unclear exactly when or why the locking mandrel broke. The gore® cardioform asd occluder instructions for use list device failure or ineffectiveness requiring repeat atrial septal defect interventions or procedures by the device as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.